Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a patient that they underwent an unknown procedure on an unknown date and mesh was implanted. The patient reported they are left with a lifetime of severe pain, bladder and fecal incontinence, nerve damage and numerous surgeries to try to remove the eroded, hardened mesh that caused so many infections that antibiotics don¿t touch anymore. No additional information can be obtained.